Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The lead was returned for analysis, however, prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. It was also reported that the right ventricular lead threshold went up after implant and has continued to rise. The lead was also not capturing at higher outputs. The lead was explanted and replaced. During the explant it was noted that the lead had a lot of slack and had pulled back slightly. No patient complications have been reported as a result of this event.